Event description:
A surgeon reported that a pt was examined one day after cataract surgery. During the examination, it was noted that a haptic had broken off of the intraocular lens and was in the anterior chamber. The iol was removed and replaced. The wound was widened from 4mm to 6mm to allow removal of the original lens.